Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that they had issues with cannulas being bent on their infusion sets. She stated that the customer was in the hospital due to high blood glucose of 560 mg/dl and diabetic ketoacidosis. Customer was treated with fluids and manual injections. At the time of the report, the customer's blood glucose reading was 301 mg/dl. The drive support cap appeared to be normal and recessed. Customer's mother found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit the tubing. They were unable to complete the high pressure test. Nothing further was reported.